Event description:
This rv lead was implanted on (B)(6) 1995 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that the lead showed ocr impedance of greater than 2000 ohms. It was also noted that impedance has been varying and spiking up and the lead will be revise. In addition, it had two non !! Sustained events that inhibited pacing - less than 1 second. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).